Event description:
It was reported that the pt experienced knee pain, and x-rays confirmed a broken segmental hinge pin. The pt's knee was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.